Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hyperglycemia. Blood glucose level was 400 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that there was huge difference between sensor glucose and blood glucose but the insulin delivery was not suspended due to sensor glucose value. No further details given. Insulin pump will not be returned for analysis.